Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. Frequent pulsatility index events were reported by the account and confirmed through evaluation of the submitted log files. The patient remains ongoing with heartmate 3, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Lvas. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pulseless electrical activity (pea) arrest on (b)((6)2021 and successfully went through 2 rounds of cardiopulmonary resuscitation (CPR). The patient was then put on veno-venous extracorporeal membrane oxygenation (ECMO) via a protek-duo right ventricular assist device (rvad). The patient also had frequent pulsatility index (pi) events in the event log with a few jumps in the pi. The pi events were likely related to the rvad. On (B)(6) 2021 it was said that the rvad was removed and extensive rehab was required. The patient was to transition from renal therapy to hemodialysis, and reach long term acute care.